Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and ketone acidosis. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as tired. The customer was treated with manual injection. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.